Event description:
It was reported that large volume pump module 8100 had error code 240.4150 (upper pressure sensor failure). No patient involvement was reported.

Manufacturer narrative:
The reported problem was not confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error 240.4150. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the device history record showed the device had a manufacture date of 24jun2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that large volume pump module 8100 had error code 240.4150 (upper pressure sensor failure). No patient involvement was reported.